Event description:
It was reported the patient was unable to adjust stimulation and the "call your doctor" icon was displayed. An out-of-regulation (oor) condition was reported. The patient was able to "arrow over and use the patient programmer." It was reported the patient did not feel stimulation when he leaned forward or backward. It was later reported the patient had a lead fracture. It was unknown what troubleshooting had taken place to date. It was noted "they were working on getting approval from worker's compensation for a lead revision." No patient symptoms or injuries were reported related to the event. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the confirmation that the lead was replaced on (B)(6) 2012 due to lead breakage and because the patient "was not getting the stimulation that he originally had." It was stated that the patient "was not receiving therapy" and impedances were checked. It was noted that there was no patient injury and the patient recovered without sequela. It was later reported that impedance tests showed impedances over 10,000 ohms on six of the contacts. It was stated that the aforementioned lead replacement was "successful," the patient was "doing well," and the stimulation was relieving the patient's pain again. If any additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that patient was scheduled for a lead revision on (B)(6) 2012. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n255413, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead, lot #v616992034, found that all the conductor wires of the lead body were broken at the titan anchor site. All circuits were open. Analysis of the anchor found that the silicone was cut on the titan anchor. No significant anomalies were found.